Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device estimated longevity had displayed less than one month remaining for 4 months without triggering eri (elective replacement indicator), which concerned the clinic nurse. The device was explanted and replaced. No patient complications have been reported as a result of this event.